Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(4), ubd: 02-oct-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot#: (B)(4), ubd: 05-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was patient has been reprogrammed a few times to obtain better coverage and pain relief as coverage has gradually changed and not been the same as it was with the trial. An x-ray was performed which showed that the right lead (8-15 port) had migrated. Even after migration, both leads are still very midline but caller didn't state whether the right lead had migrated up or down. Caller stated they had previously tried hd and traditional programming for the patient which was unsuccessful. Given that the lead has migrated, the patient is now a candidate for dtm programming so caller programmed dtm setting and patient will try that for the next week to see if it provides better coverage and if needed, next steps will be determined at that time. Troubleshooting was not required.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the lead migration was not determined.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# -(B)(6) implanted: 2018--(B)(6) explanted: product type lead product ID 977a260 lot# serial#-(B)(6) implanted: 2018-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.